Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 63 mm diameter fusiform abdominal aortic aneurysm. The length of non-aneurysm aortic neck was 40 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 20 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 16 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were mildly tortuous. It was reported that during a routine follow up CT scan noted evidence of stent graft migration. There was proximal migration of the stent graft¿s left limb. There was no evidence of an endoleak. The distance of the migration was 10 mm in the proximal direction. The patient was scheduled for a secondary procedure, but did not show up for hospital admission. The outcome of this event is unresolved and ongoing. The physician¿s assessment states that the event is not device related, but is related to the procedure. Film review analysis: review of cta's 2.5 years post-implant show that the bifurcate was positioned just below the renals. The ipsi and ipsi extension were implanted into the right common iliac. The distal left/contra extension was seen positioned in the distal aaa sac and has possibly pulled out of the left common iliac. The distal contra stent graft od is 22mm, and the proximal portion of the right common is currently approx 24mm and filled with thrombus. There is no obvious distal type I endoleak, but it is uncertain if the aaa may be pressurized. The aaa maximum diameter is 7cm. Earlier post-implant images were not provided; the initial position of the stent graft limb within the left iliac is unknown, and the proximal left common iliac diameter was reported to be 16mm at implant. It is likely that the limb migration was due to disease progression; iliac artery dilatation.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (disease progression; iliac artery dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; iliac artery dilatation). Known inherent risk of a procedure (migration).

Event description:
Additional information was received from clinical. It was reported that the physician performed a secondary intervention and implanted an endurant contralateral limb via the left side resolving the migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. It was reported that there distal type I endoleak that was treated and resolved.

Event description:
Additional information received for this case. The investigator indicated that the previously reported limb migration was due to a short limb (planning mistake) resulting in a short landing zone and insufficient fixation.